Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi mode. After a user download, normal device function resumed.